Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an episode where a premature ventricular contraction (pvc) caused the intrinsic p wave to fall into the programmed blanking period. This subsequently caused the device to pace in the atrium. This pacing blanked the next pvc, which lead to the right ventricular (rv) pacing following the end of the programmed atrio/ventricular delay period. This behavior is seen for 2 beats and following the second rv pace, the ventricular fibrillation (vf) begins. It is possible that this behavior contributed to the vf occurring. The ICD finally converted the vf with electric shocks. The ICD remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.